Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The device was re-advanced but still failed to cross the lesion and it was noted that the stent struts were damaged. The procedure was completed with a 2.75x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal section of the stent was damaged with stent struts bunched in a proximal direction along the balloon. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The device was re-advanced but still failed to cross the lesion and it was noted that the stent struts were damaged. The procedure was completed with a 2.75x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.